Event description:
Customer reported pt received a bolus of nitroglycerine after the pump door was opened. User said the automatic tubing clamp failed. Systolic blood pressure dropped to the 50's. Nurse manually clamped the tubing and disconnected it from the pt. Pt given levophed until the blood pressure stabilized. Facility's biomed checked the pump and could find nothing wrong with it. Also tested with IV tubing and the automatic clamp worked fine. No additional info was available.

Manufacturer narrative:
(B)(4). (B)(4). Pt info requested and all available info is included. Since facility's biomed tested out the pump and the IV set, no product will be returned for failure investigation. The IV set was ultimately discarded at the facility. Reporter was contacted and it was discussed the need to close the set's roller clamp prior to opening the pump module door. Training material was sent to customer. The product performance monitoring database review showed no prior issues or anomalies have been reported for this serial number.